Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-03297. It was reported the patient's lead was explanted on (B)(6) 2016 due to an infection, which was confirmed via culture results. The patient was treated with an antibiotics course and the infection has reportedly resolved. Follow-up identified the patient's system was explanted due to an infection at the ipg site, not the lead site as previously reported. Ipg is being added as device 2.